Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and char was found at the proximal end of the distal electrode at the end of the procedure. The procedure was completed without patient consequence. Settings during the event include: ablation was performed at 17ml/30w and 30ml/40w. Used 1000ie heparin in saline. This complaint is reportable due to the char found on the catheter.